Event description:
During a periodic programming history review, high impedance was observed on the patient's device. It later resolved. Design history record review for the generator was performed. The generator passed final functional and quality specifications prior to release for distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No further relevant information has been received to date.